Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms during bolus. Customer reported of being off of insulin pump for three days and was on manual injections. Customer reconnected to insulin pump and woke up with blood glucose of 58 mg/dl which was treated with chocolate. Customer's blood glucose was 255 mg/dl the next morning. During troubleshooting, customer reported air bubbles. Customer was able to clear air bubbles, but was not able to continue troubleshooting and had to leave for a doctor's appointment.